Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
End of tampon stayed inside - vagina [foreign body in reproductive tract]. End of tampon came off [device breakage]. Case description: consumer contacted and stated that the end of the tampon came off. No serious injury was reported.